Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Supraventricular tachycardia at 153 bpm with motion artifact contributed to the false detection. The pt was at her son's home at the time of the event. The pt does not remember being treated. There were no reported witnesses to the event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt went to the hosp for further evaluation following the event and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hosp for further eval following the event and will continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): reuse; electrode belt (B)(4): 03/2010 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).